Manufacturer narrative:
Internal complaint reference case- (B)(4), article: kim jw, rhee cs, jung hj. Partial resection of hypertrophic torus tubarius for recurred snoring: case series. Medicine (baltimore). 2020 mar;99(10):e19329. Doi: 10.1097/md.0000000000019329. Pmid: 32150069; pmcid: pmc7478779.

Event description:
It was reported that on literature review ¿partial resection of hypertrophic torus tubarius for recurred snoring¿, after the procedure using an evac 70, one patient had reoccurrence of symptoms requiring revision surgery. No further information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Insufficient product identification information was provided and thus a risk management review could not be conducted. A clinical review states that the images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.